Event description:
The customer reported, the provue has a leaking probe that appears to be broken. The probe is not dropping down from the assembly arm housing station. Customer reported the dilution cup is overflowing. The customer reported she had an xyz error code n, movement impossible message.

Manufacturer narrative:
No definitive root cause was determined concerning the reported incident. However, replacement of the probe, wash station, and the appropriate adjustments have returned the analyzer to expected operation. Erroneous test results were not reported as a result of this incident. Carry over and / or cross contamination was not reported. Provue malfunction could not be ruled out as a possible contributing factor to the reported event.